Event description:
It was reported that an infection occurred. As a result of the event, explant of both catheters was necessary according to the reporter. The device system was used to deliver baclofen. It was later reported that the explant had been planned but had not yet happened. It was later reported that the patient had post-operation symptoms of a cerebrospinal fluid (csf) leak. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the end date of the patient¿s intrathecal baclofen treatment was two weeks after implant. Symptoms had also included wound dehiscence. The posterior incision had opened up and there was an infection throughout. Perioperative antibiotics had been administered; the onset/diagnosis of the infection was two weeks post operation. Additional symptoms included redness, swelling, drainage and incision would opening. The primary location of the infection was the lumbar region. The type of organism that was cultured from the lumbar region was staphylococcus. As a result, treatment included total device system explant and possible replacement as it was reported ¿new implant¿. In terms of how the patient was doing now, ¿ok¿ was reported.